Event description:
A balloon ruptured during preparation for a percutaneous transluminal angioplasty procedure. No patient complications were invovled. The device has not been returned for evaluation. Therefore, no failure analysis is available. Attempts to gain further details with regards to the circumstances surrounding this event were unsuccessful. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details about the event co cannot determine the exact cause for this event. Directions for use state: "do not exceed the normal pressure printed on the product label...never manipulate the catheter with balloon inflated...the integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."

Manufacturer narrative:
F11. Date MFR initially forwarded report to FDA. This device was received, evaluated and retained by this MFR. The engineering evaluation revealed a pin hole leak located in the distal section of the balloon, directly over the distal o-ring.